Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d2a: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: gao chenxin, ding haoyuan, yao jie, han dapeng, ouyang guilin. Forgotten joint score: early comparison between total and unicompartmental knee arthroplasty in medial single compartment osteoarthritis of knee. Orthopaedic biomechanics materials and clinical study 2023, 20(6). Doi: 10.3969/j.issn .1672-5972.2023.06.003 (pubmed citation not provided). Objective/methods/study data: the aim of this retrospective study was to compare the early knee joint functional scores and forgotten joint score between unicompartmental knee arthroplasty (uka) and total knee arthroplasty (tka) for the treatment of early-stage medial osteoarthritis of the knee, and to evaluate and analyze the differences in early forgotten joint score between the two procedures. Between october 2016 and october 2020, a total of 296 patients who underwent underwent total knee arthroplasty (n=144; 56 male and 88 female; mean age of 69.75 ± 5.78 years) using johnson & johnson attune knee cr series prosthesis and medial unicompartmental knee arthroplasty (n=152; 63 male and 89 female; mean age of 24.28 ± 5.04 years) using oxford unicompartmental knee prosthesis, were included in the study. The average follow-up was 30.41 ± 6.93 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes attune. Adverse event(s) and provided interventions possibly associated with unk knee construct attune (qty 1): (n=1) had hematoma 1 week after operation and underwent immediate knee hematoma evacuation, with good postoperative recovery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.